Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2019-01811. Results: the jet7 was stuck within the bifurcation portion of the rhv. The jet7 was stretched from approximately 128.0 ¿ 130.5 cm from the hub. The total length of the device was approximately 133.5 cm. Conclusions: evaluation of the returned jet7 confirmed the device was stuck within the rhv and was stretched. During functional testing, the returned device was able to advance through a demonstration neuron max without an issue. The neuron max identified in the complaint was not returned for evaluation; therefore, the root cause of the initial difficulty advancing could not be determined. If the rhv is not fully opened upon retraction, the jet7 may become stuck and subsequent retraction would result in the jet7 becoming stretched. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in middle cerebral artery (mca) using a penumbra system jet7 kit (kit). During the procedure, the physician was unable make a pass using a penumbra system jet 7 reperfusion catheter (jet7) with the neuron max 6f 088 long sheath (neuron max) and a penumbra system 3max reperfusion catheter (3maxc); therefore, the jet7 was removed. However, while attempting to retract the jet7, it became stuck at the rotating hemostasis valve (rhv) and, subsequently, the distal end of the jet7 became stretched. The procedure was then completed using a non-penumbra stent retriever with the same neuron max, 3maxc and a new rhv. There was no report of an adverse effect to the patient.